Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe could not cut before vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used probe manifold was returned in a tray. The tube insertion was detached from the probe engine during pressuring on the console. The sample was visually inspected and insufficient solvent of the gray line was observed on the probe manifold. The root cause of the customer¿s complaint is related to an error during wetting of the tubing with solvent which resulted in detachment of the probe manifold. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).